Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged rewind anomaly found on nov 16, 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches. The pump was monitored for several days and no unexpected rewind noted during the testing. Successfully downloaded history files and traces using thus. No pump error 37, 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm noted in the formatted history file for the event date. As per checking the formatted history file, the user removed the battery on: 11/16/2021 09:30:29.000 battery was inserted on: 11/16/2021 09:30:46.000 the user clears the alarm and insulin delivery restarted on: 11/16/2021 09:30:46.000 basal pattern was set on 11/16/2021 10:15:50.000 and 11/16/2021 10:15:50.000 insulin delivery stopped due to pump was not seated. The user performed rewind on the pump on: 11/16/2021 10:16:33.000 no unexpected pump rewind noted in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Rewind anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a frequent rewind anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.